Manufacturer narrative:
(B)(4). Report # 1525712-2013-00883 indicting the model number as a tdxsp-mcg power char when the correct model is a m51-cg.

Event description:
Provider states the chair will drive 5 feet then stop intermittently.

Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.